Manufacturer narrative:
Correction: type of investigation, investigation findings, investigation conclusions should reflect non-return.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during a pacemaker implant procedure, the atrial lead wire was no longer sensing. The physician elected to explant the atrial lead and replace it with a new one. The physician believed there to be an issue with the atrial wire. The patient did not suffer any consequences.